Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt a shocking sensation around his right shoulder blade. The sensation was more noticeable while standing. The sensation started about 2 weeks prior to the report and the patient was not aware of any potential cause of the issue. The patient was directed to follow up with their hcp to page a rep. No further complications were reported.